Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device was not in the tube, but instead in the uterine cavity / essure device not correctly in the tube') and pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". In 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy ¿ rash/skin condition"), skin disorder ("allergy ¿ rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines") and visual impairment ("vision problem") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, menorrhagia, dermatitis allergic, skin disorder, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, migraine, neoplasm, visual impairment and weight increased had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, neoplasm, pelvic pain, skin disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion and essure confirmation test was performed on same date. Plaintiff received treatment for bleeding ¿ menorrhagia, allergy ¿ rash/skin condition, bladder/urinary problems ¿ bladder problems, urinary problems, vaginal discharge, other injuries/symptoms ¿ hair loss, migraines, tumors, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified):left occlusion only. Ultrasound scan - on an unknown date: device was not in the tube, but instead in the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device was not in the tube, but instead in the uterine cavity / essure device not correctly in the tube') and pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". In 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy ¿ rash/skin condition"), skin disorder ("allergy ¿ rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines") and visual impairment ("vision problem") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, menorrhagia, dermatitis allergic, skin disorder, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, migraine, neoplasm, visual impairment and weight increased had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, neoplasm, pelvic pain, skin disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion and essure confirmation test was performed on same date. Plaintiff received treatment for bleeding ¿ menorrhagia, allergy ¿ rash/skin condition, bladder/urinary problems ¿ bladder problems, urinary problems, vaginal discharge, other injuries/symptoms ¿ hair loss, migraines, tumors, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified):left occlusion only.. Ultrasound scan - on an unknown date: device was not in the tube, but instead in the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc: (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device was not in the tube, but instead in the uterine cavity / essure device not correctly in the tube') and pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". In 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy ¿ rash/skin condition"), skin disorder ("allergy ¿ rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines") and visual impairment ("vision problem") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, menorrhagia, dermatitis allergic, skin disorder, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, migraine, neoplasm, visual impairment and weight increased had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, neoplasm, pelvic pain, skin disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion and essure confirmation test was performed on same date. Plaintiff received treatment for bleeding ¿ menorrhagia, allergy ¿ rash/skin condition, bladder/urinary problems ¿ bladder problems, urinary problems, vaginal discharge, other injuries/symptoms ¿ hair loss, migraines, tumors, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified):left occlusion only.. Ultrasound scan - on an unknown date: device was not in the tube, but instead in the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: mr received. Reporter information added. Event: device was not in the tube, but instead in the uterine cavity / essure device not correctly in the tube added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy ¿ rash/skin condition"), skin disorder ("allergy ¿ rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines") and visual impairment ("vision problem") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2019 hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, migraine, neoplasm, visual impairment and weight increased had resolved and the menorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, migraine, neoplasm, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion and essure confirmation test was performed on same date. Plaintiff received treatment for bleeding ¿ menorrhagia, allergy ¿ rash/skin condition, bladder/urinary problems ¿ bladder problems, urinary problems, vaginal discharge, other injuries/symptoms ¿ hair loss, migraines, tumors, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified):left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events:pain ¿dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), allergy ¿ rash/skin condition, bladder problems, urinary problems, vaginal discharge, hair loss, migraines, tumors, vision problems, weight gain, left occlusion only event outcome was added for the events: dysmenorrhea, dyspareunia , pelvic pain, abdominal pain, hair loss, migraines, tumors, vision problems, weight gain. Lab data and reporter's information was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.